Event description:
It was reported that during a low anterior resection procedure, the instrument was fired and no staples formed. They fell out of the instrument all unformed. Physician retrieved the staples and used tx60b to complete the case. No patient consequence was reported.